Event description:
On (B)(6)2010, vf was detected and this device delivered a 20 joule shock which resulted in a reported shock impedance of less than 25 ohms. Several shocks following this first shock charged for the maximum allowable time by the device (20 seconds), and then delivered less than the programmed shock energy as therapy. After several charges, the device reported eri. It was recommended that this whole system be replaced. On (B)(6)2010 - this system was returned. Linox td 65/16, (B)(4), MDR 1028232-2010-01791.